Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information is received or if the device is returned at a later time, this report will be supplemented. The exact cause of the patient's outcome could not be conclusively determined at this time. As part of our investigation, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. At this time, the user facility has not yet scheduled a date for the in-service. A review of the instrument history record showed that this device was purchased on (B)(6) 2013 and has never been returned to olympus for service.

Event description:
Olympus was informed that a patient's stool was cultured and came back positive for clostridium difficile (c-diff) after undergoing a diagnostic colonoscopy procedure. It was reported that the patient developed diarrhea. The physician instructed the patient to take probiotics and the symptoms partially improved; however, the patient continued to have diarrhea. The patient was prescribed antibiotics flagyl. It was reported that the user facility reprocesses their scope with an oer-pro in conjunction with high level disinfectant acecide c. The scope was cultured and the results were negative. The device was removed from service. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the olympus endoscopy support specialist (ess). On (B)(4) 2016, the ess visited the user facility to observe their reprocessing practices. The ess was unable to identify any non-conformities with the cleaning process. The ess conducted an in-service the same day that included pre-cleaning, leak testing, manual washing, and storage.